Event description:
The info was received from menicon's affiliate in (B)(6). A (B)(6) female pt had red eye and ocular irritation ou. The suspended contact lens wear and went to her general practitioner who prescribed tobramycin ointment. She was later seen by her ophthalmologist who switched the treatment to ciprofloxacin drops. The treatment time with each medication is unk but the total treatment time was for 20 days. No cultures were performed by either practitioner. Treatment has been discontinued, the condition has resolved and the pt has returned to a normal lens wearing schedule. It was the doctor's impression that the cause of the infection might be linked to poor adherence to lens care regimen and poor hygiene. The pt is using tap water to wash the lens case and used the case before it is completely dried and case was not changed regularly. Despite repeated requests, menicon's affiliate has not been able to obtain additional info other than the pt has returned to normal with no serious health consequences.